Event description:
It was reported that the valve cuff was observed to be fraying while sewing the device reportedly, the surgeon removed the device and implanted another, as he did not feel comfortable leaving the device in the patient. It was additionally reported that the suturing technique that the surgeon used was interrupted and the size was a 20, and the type was ethibond.

Manufacturer narrative:
The device has been received for evaluation; however, the evaluation is not complete.